Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with the following pre-op diagnosis: c5-6 herniated disk with accompanying radiculopathy. The patient underwent the following procedures: anterior cervical decompressive diskectomy c5-6. Arthrodesis c5-6 anteriorly. Placement of anterior cervical plate. Placement of infuse with cage using peek. Use of intraoperative neurophysiological monitoring including bilateral upper and lower extremity emg as well as bilateral recurrent laryngeal nerve emg. Use of intraoperative c-arm fluoroscopy for needle localization. As per op-notes, ¿ the patient then had the ams drill bit used to drill down the disk space with the kerrison rongeur used to decompress the foramen bilaterally, and then with copious irrigation and meticulous hemostasis, peek cage with bmp¿ no intra-operative complications were reported.